Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the information available it is believed, that the advancement difficulties observed was related to patient condition and/or selection since the external iliac artery was 8.5 mm. The outer diameter of the 22 fr. Introducer sheath used on the device is approximately 8.6 mm. Issues with the dimensions of the access route is believed to have caused the advancement difficulties and damage to the vessels, which is also supported by the physicians comment "the vessel damage was due to insert/advance/remove of two delivery systems." Without the device or any images it is not possible to determine why it was not possible to advance the system inside the previously placed stent graft. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent taa repair. The patient's anatomical form was suitable for endovascular repair, although the proximal neck was slightly calcified. The taa was in the outer curvature of the arch and the biggest part was 53 mm. Zteg-2pt-38-202-pf was inserted from the right. The right common femoral artery and the external iliac artery were 8.5 mm, and the common iliac artery was 10 mm. The stent graft was placed as leveled at the target site and proximal type I endoleak was confirmed before ballooning ((B)(4)). The physician performed ballooning with other manufacturer's balloon catheter, but the leak persisted. To solve the endoleak, he inserted tbe-38-77-pf, but it got caught in the previously placed stent graft ((B)(4)). He gave up using it and tried esbe-38-77-t-jp, but it would not advanced to the target site either ((B)(4)). He tried pull-through technique, but it didn't solve the problem. Then he found damage in the right vessel. He determined it was due to insert/advance/remove of those two devices and placed gore's excluder leg to treat the vessel damage. The endoleak was not gone but the procedure was completed. The patient will be followed closely. Additional information received 14aug2014: prior to tevar, debranch from the rcca to the lcca to the lsca was performed. Patient outcome: the patient's condition is unknown as not provided by reporter. Additional information received 14aug2014: after the initial procedure, the patient was once decannulated but associated with bilateral vocal fold paralysis. Then she was associated with respiratory failure from upper airway narrowing, so she was intubated again and under respiratory control for long period. Then she was associated with vascular graft infection from cervical wound infection, so autogenous vein bypass for both axillary arteries and the vein to the lsca was performed. However the wound infection and the septicemia were prolonged. She slowly recovered and started gait training. However, she suddenly developed ventricular fibrillation 150 days after the initial procedure and went into cardiac arrest. Her heartbeat was back once, but she was associated with cerebral infarction and deceased 161 days after the initial procedure.